Event description:
During service of the unit, the pump would not infuse. Pump had been sent from the biomedical department of the facility for service. Attempts have been made to contact facility. No additional information is available. No reports of patient injury of medical intervention have been received related to the use of this pump.